Manufacturer narrative:
The pump is not available for return.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the left femoral artery to support the 75-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. No medical history was shared. The cp was supporting when on the day of insertion there was blood-tinged urine. The team was happy with the pump position; no repositioning was noted. The labs were assessed for renal health, and the lactate dehydrogenase (ldh) was elevated at 872. There was no noted treatment for the hematuria. The device functioned as expected, p-3 with 2.1l/min flow with d5w with sodium bicarbonate in the purge solution. After just over 1 day of support the team weaned and explanted the pump. The patient survived the support.